Manufacturer narrative:
(B)(4). 3004753838-2025-342070 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. It was clarified that the patient was hospitalized for other conditions unrelated to the inaccuracy and did not encounter any serious injury or medical intervention as a result of the inaccuracy.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported by a nurse practitioner that while the patient was hospitalized, they experienced an over 100 mg/dl difference between the hospital glucometer value and their dexcom sensor. There were no IV fluids infusing into either arm at the time of testing. The bias of the inaccuracy was not described nor was the patient's glycemic state at the time of the event. No other details were documented. Follow up attempts with the reporter have been unsuccessful. Email sent (B)(6) 2025 with follow up questions. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.